Manufacturer narrative:
The device has not been received at sjm for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.

Event description:
It was reported during an atrial fibrillation ablation procedure, the pt experienced a cardiac perforation in the left atrium. The physician performed transseptal puncture using an agilis nxt introducer and a brk transseptal needle. A safire blu duo ablation catheter was placed through the agilis introducer. A second transseptal puncture was done and a fast-cath introducer was placed along with a non-sjm spiral mapping catheter. The physician was having difficulty steering the tip of the safire blu duo ablation catheter and exchanged it for another. The physician began to ablate using the new catheter when the pt experienced a major decrease in the blood pressure. An echocardiogram was performed, confirming a cardiac perforation in the left atrium. The physician performed a pericardiocentesis using a pig tail wire inserted through the zygous vein. The pt stabilized and was sent to ccu. The pt's status is normal. The pt was discharged home.